Event description:
The report stated that during a radio frequency ablation procedure, water leaked from the connection between the grip and the tubing on the outflow side. However, the procedure continued and completed without incident. Sterile water was used and the patient was reported as ok.

Manufacturer narrative:
Date of initial report : 07/28/2008. The incident sample was returned for evaluation; therefore, an evaluation could not be performed. Valleylab labeling regarding the setup of the cool-tip system includes the use of sterile water which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design have a significantly reduced the trend in leakage complaints.